Event description:
On (B)(6) 2012, a (B)(6) female pt underwent bilateral breast reconstruction surgery with a flexhd allograft and tissue expanders. The flexhd allograft was divided in half and implanted into both sides of the pt. An immediate reaction on the site described as "redness" and inflammation" was noted. The pt developed a fever within 24 hours. On (B)(6) 2012, "excision and revision of bilateral wound was performed". On (B)(6) 2012, the pt was readmitted into the hosp and IV cefepime was administered. On (B)(6) 2012, "the graft and tissue expanders were explanted". Dose: single use, 064. Diagnosis for user: soft tissue repair. Therapy dates: (B)(6) 2012. (B)(6). Also see: 3001236616-2012-00009.